Event description:
Valve was explanted due to stenosis. There was no difficulty with leaflet motion. At explant, the circumference of the valve was surrounded by calcified tissue, and the pannus was adhered to the circumference of the carbon orifice and sewing cuff on the left ventricle side.